Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was reported to be due to a cardiac arrest. Peritoneal dialysis therapy was ongoing at the time the patient died. The patient was connected to the homechoice machine and using baxter solutions at the time of death. The patient was at a rehabilitation facility at the time of death. It was reported that there were no overfill, iipv, or high drain volume alarms prior to the event of the death. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the service history and the event history log was performed. The review of service history did not identify any previous servicing events that could have contributed to the reported issue of patient passing away. Review of the device logs did not reveal any issues that could be related to the reported issue. There were no keystrokes, no device failure, malfunction, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. An external & internal inspection was performed which revealed no anomalies. An evaluation of the device pneumatic system revealed no leak and all pressures were correct & stable. A short simulated therapy was performed successfully. Per pal evaluation, there was no failure, malfunction or iipv event identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.